Event description:
Boston scientific crm received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), the physician connected the leads to the device header and a pop-up window was displayed indicating an open circuit condition was detected during the delivery of a shock. Tachy mode was monitor + therapy. Technical services (ts) discussed that hooking up the leads can certainly cause oversensing on the channel and will likely cause an episode and delivery of a shock. The high voltage leads were connected last so they were not connected when device delivered the shock which is why they got an impedance reading of greater than 125 ohms. Shock impedance was tested again and it was 43 ohms. Ts discussed that since impedance was within range when retested then the above scenario is most likely what happened and they can continue with further device testing and defibrillation threshold testing. We later received information via a post-market study that this device was identified as having at least one episode of noise/artifact that occurred on the same date. The noise was oversensed and resulted in at least two seconds of pacing inhibition. No adverse patient effects have been reported.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.